Event description:
It was reported patient underwent a knee arthroplasty on an unknown date. Subsequently patient was revised on (B)(6) 2014 due to unknown reasons. During implantation, it was noted that the peg had a bead and did not fit the hole of the patella implant. The procedure was completed after removing the patella and enlarging the hole.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.